Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the electrode was missing. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer reports that the transmitter did not blink when connected to the sensor despite being fully charged. The device will be returned for analysis.